Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of over 800 mg/dl. Customer had symptom of high blood glucose; customer had dry heaving, difficulty swallowing and chest pain. Customer was hospitalized due to having a virus. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting, but states that there were no leaks or air bubbles. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer was assisted with settings.